Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient presented with a pacemaker malfunction and battery breakdown. The device was explanted and replaced in a procedure on (B)(6) 2023, during which scarring was noted. Post-procedure the patient was stable.

Manufacturer narrative:
The reported events of premature discharge of battery, pacemaker malfunction, and battery breakdown were not confirmed. The pacer was received from the field with battery voltage at end of service level in line with projected longevity. Electrical and mechanical analysis performed under nominal conditions indicated normal functionality. Further evaluation at various pulse amplitudes measured current levels within normal range, and no indication of premature depletion noted. Review of the device image indicates higher than nominal current drained during the last fourteen months of the implanted period consistent with device set to auto-capture, and high output mode settings. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing. Longevity assessment was performed based on average drain current and the device exceeded projected longevity indicating normal battery depletion.